Event description:
Note: this report pertains to the second of two capio devices used during the same procedure. Manufacturer report # 3005099803-2010-03886 pertains to the first device. It was reported to boston scientific corporation on 09/14/2010 via user facility medwatch # (B)(4) that during a posterior colporrhaphy with mesh and vaginal vault suspension procedure, a capio open access suture capturing device was placed to suture the vaginal cuff. At that time, the needle at the end of the capio suture, that was being thrown with the capio device, detached and was lost inside the patient. The physician was unable to palpate the needle or find it in the sponges. An x-ray was performed and the needle was seen on the left pubic ramus. The needle was noted to be in an area that could not be palpated or seen, and dissection to the area was determined to be of greater risk to the patient than leaving the needle inside the patient. The needle was hence left in place and the patient and the patient's family were notified of this incident and shown the x-rays. A second capio open access suture capturing device was then used with a second capio suture and the needle attached to that suture detached inside the patient as well, but was retrieved. Per follow-up information received on 09/15/2010, the patient weighed (B)(6) at the time of the incident and is doing "fine" post-procedure. The physician's opinion, per the attached user facility medwatch, is that this incident "was an equipment error."

Event description:
Note: this report pertains to the second of two capio devices used during the same procedure. Manufacturer report # 3005099803-2010-03886 pertains to the first device. It was reported to boston scientific corporation on (B)(4) 2010 via user facility medwatch # 0300360000-2010-8016 (attached) that during a posterior colporrhaphy with mesh and vaginal vault suspension procedure, a capio open access suture capturing device was placed to suture the vaginal cuff. At that time, the needle at the end of the capio suture that was being thrown with the capio device detached and was lost inside the patient. The physician was unable to palpate the needle or find it in the sponges. An x-ray was performed and the needle was seen on the left pubic ramus. The needle was noted to be in an area that could not be palpated or seen, and dissection to the area was determined to be of greater risk to the patient than leaving the needle inside the patient. The needle was hence left in place and the patient and the patient's family were notified of this incident and shown the x-rays. A second capio open access suture capturing device was then used with a second capio suture and the needle attached to that suture detached inside the patient as well, but was retrieved. Per follow-up information received on (B)(4) 2010, the patient weighed (B)(6) lbs at the time of the incident and is doing "fine" post-procedure. The physician's opinion, per the attached user facility medwatch, is that this incident "was an equipment error."

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4) - removal of foreign body. (B)(4) - the reported issue of needle detachment.